Manufacturer narrative:
New, updated and corrected information is referenced within the update statements in describe event or problem. No further follow-up is planned. Evaluation summary: a male patient reported that his humapen ergo ii device "could not inject insulin." The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case reported by a consumer who contacted the company to report adverse event and product complaint (pc), concerned male patient of an unspecified age and origin. Medical history was not provided and concomitant medication included acarbose for the treatment of diabetes mellitus. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin mix), from a cartridge, 12 units each morning and 8 units in the night, subcutaneously for the treatment of diabetes mellitus, beginning on an unknown date. On an unspecified date, he had experienced hypoglycemia condition at night and because of that he had changed the night dose to 6 units from 8 units by himself. Since an unspecified date he had received human insulin (rdna origin) (humulin) cartridge via humapen ergo ii, at an unspecified dosing, subcutaneously for the treatment of diabetes mellitus, beginning on an unspecified date. On (B)(6) 2018, he vomited and blood sugar was elevated (pre-prandial blood glucose was 5-9, postprandial blood glucose was 10 at usual) units were not provided, he measured blood glucose was 30 (units were not provided). On the same day, he went to the hospital and was diagnosed with acidosis. It was also reported that, on unspecified date insulin failed to be injected to his body as his humapen ergo ii could not inject insulin. Could not push insulin out ((B)(4), lot no. Unknown) due to which his blood sugar was high and it appeared as acidosis. As of (B)(6) 2018, he was hospitalized and he had stopped using the human insulin isophane suspension 70%/human insulin 30% from (B)(6) 2018. Information regarding corrective treatment was not provided. Outcome of the events was not provided. Treatment with human insulin was continued. Follow up was not possible as reporter refused to be followed up via phone and refused to provide physician contact information. The operator of the humapen ergo ii and his/her training status were not provided. The humapen ergo ii model duration of use was not provided. The suspect humapen ergo ii duration of use was not reported. The action taken with the humapen ergo ii was not provided but was not returned to the manufacturer. The reporting consumer did not know if the events of vomiting, blood glucose increased, hypoglycemia night and acidosis was related to human insulin isophane suspension 70%/human insulin 30% treatment. The reporting consumer did not know if the events of blood glucose increased and acidosis was related to human insulin. The reporting consumer did not provide relatedness assessment between the remaining events and human insulin. The reporting consumer did not provide relatedness assessment between the events and humapen ergo ii. Update 31jan2018: updated medwatch fields for expedited device reporting. No new information added. Update 01feb2018: additional information received on 01feb2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information and device return status to not returned to manufacturer for (B)(4) associated with an unknown lot of a humapen ergo ii device. Corresponding fields and narrative updated accordingly.